Manufacturer narrative:
The likely cause of the elevated blood glucose was use error; the pt did not have the time or date correctly programmed and he did not awake to the auto-off alarm. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that he awoke on the morning of (B)(6) 2010 with a very high blood glucose reading of unk value. He said that the pump had the message "not primed, no delivery" on the screen. The pt reported that he was admitted to hospital with a diagnosis of dka. He spent two days in the hospital and then was released to home on the pump. The pt reviewed the alarm history and record #1 was an auto-off alarm with the date of (B)(6) 2011. The pt confirmed that the date in the pump was set to (B)(6) 2011 and the time was incorrect by 12 hours. The alarm was set to go off after 10 hours of no button presses. Further review of the pump history confirmed that the pt received an auto-off alarm during the night preceding the hospitalization. The pt acknowledged that he slept through the alarm.